Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years 5 months post transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient underwent a successful valve in valve procedure with a 26 mm sapien 3 ultra resilia valve with an additional cc of volume due to valve stenosis. The valve area was observed to be 0.66 cm2 and the peak/mean gradient was 82/50 mmhg. It was determined that the valve had become stenotic due to the patient's renal status. The patient was symptomatic with shortness of breath.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery or medical records were provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system and valve usage. Per the IFU, valve stenosis is a potential risk associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve stenosis resulting in the need for a valve in valve was unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no inadequacies. During the manufacturing process, the sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 2 years 5 months post transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the patient underwent a successful valve in valve procedure with a 26 mm sapien 3 ultra resilia valve with an additional cc of volume due to valve stenosis. The valve area was observed to be 0.66 cm2 and the peak/mean gradient was 82/50 mmhg. It was determined that the valve had become stenotic due to the patient's renal status." In this case, it is likely the patient had a history of end-stage renal disease (esrd). End-stage renal disease (esrd) can lead to chronic kidney disease (ckd) and ckd is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. All these patient factors can result in stenosis over the time. As such, available information suggests that patient factors (end-stage renal disease/ckd) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.